Event description:
It was reported by the customer that a pyxis medstation es system drawer 7 malfunctioned. The customer reported that nurses were required to obtain medications from the pharmacy for patients, leading to delays in patient care and the medication dispensing process. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to damaged drawer rails. A field service engineer replaced rails to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.